Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate anti-tachycardia pacing (atp) and one inappropriate electric shock due to atrial fibrillation (af) with rapid ventricular response (rvr). The af with rvr leading to undersensing of ra event in absolute blanking. It was also noted one pacemaker mediated tachycardia (pmt) episode stored in the collection period. It was confirmed that this ICD was working as programmed. Currently, this product remains in service and no additional adverse patient effects were reported.